Manufacturer narrative:
The probable root cause is attributed to improper customer setup. Based on intuitive surgical, inc. (Isi) technical support engineer (tse) notes, the system issue was due to an orientation issue of the 30-degree endoscope causing the controls to be flipped.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the 30-degree endoscope for evaluation. The probable root cause cannot be determined based on the information provided.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the universal surgical manipulator (usm) #1 and usm #3 controls were flipped. Site received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). Before the phone call, site had reassigned the usm arms. Tse did not find any related errors in the logs. Tse had site swap the endoscope view orientation, which resolved the issue. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue did not result in patient injury.